Manufacturer narrative:
(B)(4). This complaint is for a report of system error 2240 was not confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell. The technical service representative (tsr) explained the message to the home patient (hp), had them recycle the machine and system error 2367 occurred. The tsr informed the hp to use a manual bag. There was no reason found for the error message. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn stated the home patient (hp) never contacted them regarding the alarm. The rn was made aware of the alarm. The rn stated the hp has had no injury or medical intervention since the alarm and has been doing therapy fine. There were no further details provided.